Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® urine complete cup kit there was short fill in an unspecified number of devices. It was then discovered that the expiration date on the shelf label was beyond the expiration date of the tube. The expiration date on the tube label had already passed so an expired tube was used. There were no health consequences or impacts reported.

Event description:
It was reported when using the bd vacutainer® urine complete cup kit there was short fill in an unspecified number of devices. It was then discovered that the expiration date on the shelf label was beyond the expiration date of the tube. The expiration date on the tube label had already passed so an expired tube was used. There were no health consequences or impacts reported.

Manufacturer narrative:
Investigation summary: bd received one photo for investigation, which shows three tubes with visible variable data on the tube label. The product has an expiry date of 28 feb 2025. The product is expired therefore no further testing was conducted. Additionally, five retained samples were visually inspected, and no issues were identified. The expiry date is consistent across the two tubes and the kit bag. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure modes: underfill and incorrect label information. This complaint has been confirmed for the indicated failure mode: product used after expiration date. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.